Manufacturer narrative:
(B)(4) device involved in the event was found not to be a pride product. No further investigation will be conducted.

Manufacturer narrative:
Device not evaluated. Will submit a follow-up investigation report should the device become available for evaluation.

Manufacturer narrative:
Device not evaluated. Will submit a follow-up investigation report should the device become available for evaluation. (B)(6) 2011: corrected date of incident. Date of incident: (B)(6) 2009.

Event description:
The customer alleges he boarded the wheelchair and attempted to move forward when suddenly and without warning the wheelchair lost control and accelerated forward causing him to run into a doorway and couch.

Event description:
The customer alleges he boarded the wheelchair and attempted to move forward when suddenly and without warning the wheelchair lost control and accelerated forward causing him to run into a doorway and coach.

Event description:
The customer alleges he boarded the wheelchair and attempted to move forward when suddenly and without warning the wheelchair lost control and accelerated forward causing him to run into a doorway and coach.